Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . Analysis was normal. No anomaly was found.

Event description:
It was reported that the device was removed due to infection. However, the physician did not allege the infection to be device related. The system was explanted and no other devices will be implanted at this time.